Event description:
The customer reported that the system intermittently would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The hard drive was replaced and the software was reloaded. The system was tested and found to be working as intended and put back into service.